Event description:
A customer reported experiencing a cartridge change error with their pump, which did not adversely impact their blood glucose level. Despite following instructions to inspect and clean the cartridge and pneumatic tap, the customer was unable to load the cartridge successfully. Technical support assisted further, filling and attempting to load a new cartridge, but the error persisted. It was determined that the customer was using cold insulin, which contributed to the issue, and they were educated on proper use. The pump and cartridges continued to malfunction despite using unexpired supplies, leading to the decision to replace the pump and provide a replacement with updated software. In the meantime, the customer used a backup insulin pump to ensure continued insulin delivery while they awaited the new pump.